Event description:
The lay user/reporter called lifescan (lfs) and allegedc that her husband's meter was reading inaccurately high. On february 26,2006 the pateint tested his blood glucose before lunch (result unk) and took his insulin, which is based on th meter result, as well as, his activities and food intake. He did not experience any symptoms at the time of testing. This was at approximately 12:30p.m. After lunch the patient went shopping. At around 3:30p.m the patient began to feel lightheaded. His meter was in the car, so he did not test his blood glucose, instead he ate some candy and drank a coke. The paramedics were called and they gave the patient oral glucose. They tested his blood glucose after the intervention and the result was 6.2mmol/l (111mg/dl). The wife did not recall his blood glucose readings prior to his lunch or february 26,2006; however, claims that the reading was normal and does not recall how much insulin he took prior to the incident. The test strips were in good condition , codes matched, and the technique for applying blood to the test strip was correct. The patient did not have any control solution to troubleshoot. A medical professional treated the patient for hypoglycemia and he took insulin based on his meter results. A replacement meter has been sent to the patient.